Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal broken, the top case and plunger head cracked. A review of the event history log identified motor not running in the history. Motor drive and occlusion testing were performed. The reported problem was duplicated. During occlusion testing, motor not running error was found. The problem was related to dirty and worn out motor assembly, leadscrew, and clutch halves. This wear was normal as the pump was over 12 years old. To resolve the problem, the stepper motor, worm coupling, worm gear, motor bracket, delrin washer, lead screw and clutch halves were replaced. No product information has been provided to date. This MDR was generated under protocol (B)(4).